Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged several times. The lead was revised during the procedure and eventually used. No patient complications have been reported as a result of this event.